Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Panta nail was implanted for ankle charcot in (B)(6) 2016. Surgery was successful. On (B)(6) 2018, during annual check up, the doctor notice breakage of the nail. Patient is asymptomatic. Position of the implant is good. The nail is still implanted and for the moment removal of the implant is not indicated / planned. No patient injured or death alleged.

Manufacturer narrative:
As no batch number was provided to integra, no DHR review can be performed. No product was returned to integra. Thus, failure analysis cannot be performed. As no DHR review or failure analysis could be performed, root cause cannot be determined. However, patient¿s conditions (diabetes and charcot arthropathy) may explain delayed healing and thus the breakage of the panta nail.

Event description:
N/a.